Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary stenting treatment procedure, stent thrombosis occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, moderately calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x12mm maverick balloon, inflated to 8 atm for 20 seconds. The physician deployed a 2.75x12mm liberte bare metal stent, inflated to 12 atm for 20 seconds. The stent was well apposed. Medications given included: heparin and ntg. The following day, the pt had chest pain. Thrombus was identified by EKG and confirmed with angiography. The pt was on asa and plavix and had not been discharged. The thrombus was located inside the previously deployed 2.75x12mm liberte stent. The thrombosis was treated with balloon percutaneous transluminal coronary angioplasty (ptca) to restore flow. Ivus showed the stent was well apposed and sized correctly. Disease was noted before the stent and after the stent as well. The physician deployed a taxus liberte drug eluting stent proximal to the previously deployed stent. The distal vessel, just outside of the liberte, was dilated to 4 atm with a 2.5mm maverick balloon to assist outflow. The physician stated that the thrombosis had nothing to do with the stent. Pt status reported as "fine".